Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 1.9 mmol/l, 1.6 mmol/l and 9.4 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter with (B)(4) and test strips with lot number 41464. The complaint was not confirmed and no new issues were observed. All results were within range specification, no errors or other issues were observed during control solution testing. The readings as reported by the customer are present in the meter internal log; however only the readings of 1.9 mmol/l and 1.6 mmol/l were taken within a ten minute timeframe.